Event description:
The customer reported the system displayed a communication failure error message thereby causing a system lockup and reboot. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and ribbon cables in workstation card cage were reseated. Also, the voltage on the workstation power supply was adjusted and the cmos settings reset. The system was then found to be operating as intended.